Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed to resolve the issue. In addition, it was reported that the wake button was intermittently unresponsive and that volume on the pump was not loud enough to hear the low insulin alert. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.